Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, the head and foot sections were unable to be mounted to each other due to a bent left blade hinge plate on the head section. Additionally, the foot section was missing a hex screw so that the bed motor did not align properly. However, the bed motor, along with the foot and head motor were in good condition. The hand pendant, each of the motor leads, and the power cable were connected to the control box. When operating the "bed up" function on the hand pendant, the control box produced smoke near the bed motor connector followed by sparks and a flame near the c2 and c3 capacitors of the pcb. The flame lasted for several seconds, but the smoke, sparks, and flame stopped when the pendant button was released. The hand pendant, head motor, and bed motor connectors had discoloration and deformation due to being in close proximity to the spark and flame produced by the control box. All other functions on the hand pendant operated without any complications. The underlying cause of the smoke/sparks/flame at the bed motor connector near capacitors c2 and c3 of the pcb was due to a defective control box. Invacare is in the process of investigating the root cause of the malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that when he uses the hand pendant, the control/junction box sparks. He also stated where the bed comes together, it is bent.